Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, the department reported a malfunction with the ventilator. After the engineer arrived at the scene and dismantled the machine for testing, it was found that the air compressor was faulty. After repairing the air compressor, the machine was used normally. No health consequences or impact.